Event description:
Note: there was no pt involved in this event. It was reported to boston scientific corp on (B)(6) 2009 that a gemini stone retrieval paired wire/helical basket was noticed to be mislabeled on (B)(6) 2009. According to the complainant, a "0" tip basket was shown on the device's outer label specification drawing. Upon further inspection, it was noticed the device included a 5 centimeter filiform tip. The filiform tip was noted on the labeling stickers and was visible through the clear packaging.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant info received a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between this device and the cause for the event. (B)(4).